Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu3847 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clear lumen on a 3 fr PICC has a large split distal to the hub between 2-3 cm. PICC has only been in patient for 4 weeks. No other information was provided.

Event description:
It was reported that the clear lumen on a 3 fr PICC had a large split distal to the hub between 2-3 cm. PICC had only been in patient for 4 weeks. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 5 fr tl powerpicc solo catheter was returned for investigation. Blood residue was present within the catheter. A longitudinal split was present between the 2 and 3 cm depth markers. Microscopic observation of the split revealed the fracture surface to be rough and granular. The split had a ¿¿¿ shape. Two parallel indentations on both sides of the split were observed. The sample was flushed with water using a 12 ml syringe. The split was located on the grey hub lumen. Water was able to flow through the distal end of the catheter which suggest and occlusion was not present. The indentations suggest the catheter may have been pinched which likely contributed to the formation of the split. Possible contributing factors include securement method and damage during use. Since a split was observed on the catheter, the complaint is confirmed. A lot history review (lhr) of redu3847 showed no other similar product complaint(s) from this lot number.